Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and loss of consciousness. The customer also reported over bolus of the pump, change sensor alarm and loss of communication between pump and transmitter. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-7841zn and unomedical. Troubleshooting was not performed for hypoglycemia. Troubleshooting was partially performed for loss of communication and customer reported that issue was not resolved. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884, mmt-332a and unomedical. Mmt-7841zn was requested and it was returned for analysis.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received and placed unit under microscope and found contamination (dried blood debris) inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.